Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012 and that it had performed to specification up to (B)(6) 2012. The info obtained from the device showed that the device failed the weekly self-test on (B)(6) 2012 because of a low battery. The device would have switched to fault mode and the customer would have been alerted with the status indicator flashing read and the device emitting an audible warning message. There was no information obtained from the device to indicate that it was switching itself on automatically. There was, however indication of fluctuations in voltage. Investigation confirmed thee to be a fault with the +ve terminal pogo pin and -ve terminal pogo pin. When tested under load the current flow through the pins was reduced and caused fluctuations in the voltage. The fluctuations were sufficient for the device to identify a low battery and trigger the low battery warning. When tested the return device and battery (pad-pak, lot 695) were capable of operating to specification and whilst the noted voltage fluctuations were significant enough to trigger the low battery warning it did not prevent the operation of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.